Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This information was previously reported under MFR: 2916596-2023-08536. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced left sided paralysis. The stroke was also treated with heparin gtt, acetylsalicylic acid, statin, and neurological checks every hour.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient transitioned from an impella 5.5 to a heartmate 3. The patient had been anticoagulated. The patient experienced left sided neglect and difficult arousal. The patient experienced an acute ischemic event that was mostly embolic in nature. The patient was given hypertonic solution, permissive hypertension, and repeat imaging. Anticoagulation was on hold until the stroke was deemed not hemorrhagic. The patient was then in supportive care and rehabilitation.